Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, deflation. (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with 550cc mentor smooth round moderate plus profile saline prostheses experienced several unexplained systemic symptoms post procedure. Palpitations, abnormal EKG, shortness of breath, bronchitis, pneumonia, nervous disorder, thyroid issues, arthritis, weakness, lump in lip mucosa, and weight loss were noted. Additionally, the patient experienced left sided deflation and right sided wrinkling. As a result, an explant is planned for (B)(6) 2020. See 1645337-2020-13913 for contralateral prosthesis report.